Event description:
Caller reported that their pump screen was dark and would not turn on. Blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support instructed the caller to confirm the pump was not connected to a power source, attempt a manual restart, and try different charging methods, but the pump still failed to turn on. As a resolution, technical support decided to replace the pump and advised the caller on steps for using a backup insulin pump, the updated software in the replacement pump, and the process for returning the defective pump. The caller understood all instructions and acknowledged them.